Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during ongoing use, the right ventricle (rv) lead was explanted due to infection. This lead is not expected for return. No further information was provided.